Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose incident that required a 911 call. The patient's blood glucose at the time of incident was 27 mg/dl. Her insulin pump had a crack in it and ever since she lost her transmitter she has had consistent lows. The hypoglycemic episode was treated with a peanut butter and jelly sandwich, and when the paramedics arrived they gave her oral glucose. Troubleshooting was initiated to inspect the insulin pump for damage and functionality. The pump passed the displacement test but troubleshooting was not completed past that point since the pump was already set to be replaced for a separate service notification regarding the crack on the pump. As a result of this low blood glucose incident, no products were returned or shipped.